Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery test alarms were noted. The insulin pump buttons all responded properly and no damage to the keypad assembly, unlocked keypad connector or button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he has been receiving failed battery test alarms for 3 to 4 weeks and no delivery alarms since (B)(6) 2015; resolved by a set change. The customer checked the alarm history and found a button error alarm on (B)(6) 2015. Customer stated that the buttons are not responding properly. The customer did not recall any significant events leading to issues. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.